Event description:
Pump appeared to be working. Pump wheel was turning and screen showed the drops indicating it was running. Rn noticed that amount of formula in bag had not gone lower than when it was filled however pump did not alarm. History was reviewed on pump and confirmed that only 4ml was given to patient since it was last filled (4 hour span).